Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely use related, plastic ring of dilator broke off and remained attached to peel away sheath when dilator was removed as per the clinical description.

Event description:
The complainant reported that during the impella cp procedure the plastic ring of the dilator broke off and remained attached to the peel away sheath when dilator was removed. Attempts to remove the plastic ring were unsuccessful. While attempting to remove plastic ring, hematoma formed in the right groin. Medical staff were unable to successfully suture the repositioning sheath with plastic ring in place. The impella was removed, and the patient remained hemodynamically stable.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿